Event description:
It was reported that the issue persisted and an error code 23095 was observed in the logs on the first console. The technical support engineer guided the caller to identify the first console by its serial number and confirmed the system was configured as a dual-console system, noting that procedures could still be performed using a single console. The engineer then instructed the caller to power down the system, disconnect the blue fiber cable from the first console, and power the system back on. After these steps, the system successfully completed its startup sequence operating as a single-console system without the first console connected. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vertical motor module to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, reporting that the system experienced error 23095. This issue was successfully replicated on site. System logs confirmed the occurrence of error 23095. Troubleshooting revealed that this error relates to a thermistor issue involving the column motor. The column motor was replaced to address the reported issue. A visual inspection found no additional problems related to the reported issue. The lighthouse/aperture was checked, confirming error 23095 had occurred. The column motor was installed on an internal eft system, where it failed calibration during the thermistor check, replicating the reported issue. The root cause has not been determined at this time. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.